Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation with the patient programmer. The patient was in the hospital three times for three surgeries unrelated to their device or therapy. It was noted that they found out that when it was on, they put leads on you for the heart and it spikes it like they were going to have a heart attack, so they were asked to turn it off. The patient had to turn stimulation off for the surgeries and could not turn stimulation back on. It was thought that the stimulator ran out of juice. The patient was in the hospital on (B)(6) 2014 and two weeks prior to the report. The patient had a brace on her leg form her total knee replacement. Three days after the total knee replacement she fell on her knee and popped the patella tendon, this was after her first surgery. They had to go back in for her second surgery on (B)(6) 2014 because they had an infection. It was noted that the patient attempted to sync but was seeing the warning screen telling them that the stimulator charge level was low and the stimulation had stopped. The patient needed to recharger their implantable neurostimulator. It was thought that this was happening and the patient was afraid that the battery had discharged. Additional information was received on (B)(6) 2015 indicating that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.